Event description:
Customer alleged that he seat is cracked and left rear caster is falling out. Warranty order (B)(4). No injury alleged.

Manufacturer narrative:
Replacement parts have been shipped on warranty order #(B)(4).